Event description:
Removal of vaginal mesh placed in last summer- patient c/o continued incontinence and pelvic pain. There were several tinges representing the edge of the sling that were eroded in the left vaginal fornix very distally/laterally. There was no pus or granulation tissue in that area. We were able to remove what appeared to be the entire sling extending out to the obturator membrane on both sides (two pieces, measuring about 0.5cm x 5.5cm total).